Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set was leaking from an unspecified location. This issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. Correction made to d4: lot #: 19g20t051 (previously asku). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.